Manufacturer narrative:
Corrected information: relevant tests should have been fluoroscopy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained ventricular tachycardia episode was observed. Externalized was noted on the right ventricular lead via fluoroscopy. The lead was capped and replaced on (B)(6) 2019. Patient was stable before and during the procedure. Pocket revision was required the following day due to a bleed, but the patient was stable.